Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the investigation results, the cause of the white foreign material observed in the air/water supply channel could not be established. However, the distorted/noisy image issue was attributed to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During inspection, the service repair technician identified that the device had the white foreign material observed in the air/water supply channel and distorted/noisy image. There was no patient involvement.